Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he has consumed 26 carbs, and his blood sugar was 500mg/dl. The customer stated that his blood glucose would be treated when he gets home. The customer called back and stated that he has treated with 20 units' manual injection and his blood glucose dropped to 418 mg/dl. Advised the customer to monitor his blood glucose often. During the call, the customer stated that he called the paramedics once for low blood glucose. No further information was provided.